Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported four months later that a shocking or jolting sensation occurred. Intermittently when the adaptivestim (as) is on, the patient will be sitting still (not moving or reclining) and he will feel a shocking/jolting sensation. The patient will put his patient programmer (pp) over his implantable neurostimulator (ins) and stimulation will be at 3v instead of the expected 1.6-1.7v or one of the two programs in the group will be at 0 and the other will be at 2v or higher. Sometimes the patient will feel stimulation shut off completely and will slowly ramp up again; after he would feel this, he then checks it with the pp. The impedance values looked normal. The company representative confirmed the patient received effective therapy with the as off, however, he wants the as feature. It was noted the patient was reprogrammed on (B)(4) and saw a company representative in (B)(4) 2014, and end of (B)(4) 2015.

Event description:
It was reported that the patient made the mistake of letting the battery die. The patient was then able to charge up just fine but since then it kind of did its own thing. For a while it would be on the right setting for the program it was on but then it would become real intense and then shut off. This had been happening for about 4 or 5 months. Just a few minutes prior to the report the patient switched to a different program and readjusted it. When they went out the mailbox it jumped way up. The patient checked it and they had it programed for each side of the body and one side went to flat 0 and the other side went up to about 2 and a half. The patient noted that about a week prior, they got sick and while standing in the bathroom they passed out and fell and the patient though t the landed on it when they fell. Information regarding actions taken and patient outcome has been requested. If additional information is received, a follow-up report will be sent.